Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnects. The issue was further reported as, the ¿needle piece that screws into the vacutainer does not have a luer-lock and just keeps popping out of the clave while attempting to complete a blood draw". There was no patient injury or medical intervention associated with this event. No additional information is available.